Manufacturer narrative:
A catheter was returned for analysis. Visual inspection of the returned catheter confirmed the sideport was detached. Further visual inspection found the molded sideport arm, sideport, and strain relief fractured off of the molded hub. Review and confirmation of manufacturing records was performed. The sideport tubing is inserted into a molded sideport on the hub. The sideport adhesive is 100% visually inspected by a certified associate to ensure the adhesive coverage meets requirements. Following sideport cure, a strain relief is installed with adhesive over the molded sideport arm and sideport tube to further insure adequate bonding. Also the inspection procedure requires that units are 100% visually inspected for damage to the sideport. In addition all units are 100% functionally tested for leak. All records indicate the device met specification to leaving greatbatch. Greatbatch is unable to verify the root cause. Device analysis indicates the catheter met specification requirements. It is believed that the sideport was damaged during use causing it to fracture from the molded hub. Due to the low occurrence rate (1st occurrence) and investigation indicating the device met specification at the time of shipment and was damaged during use, no corrective action will be taken at this time.

Event description:
It was reported that the side port on the mobi catheter fell off of the sheath. The physician replaced the product and continued with the case.